Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. An x-ray of the device header found no broken header wires. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal[s]. Analysis concluded the out of range impedance measurements were likely related to the out of specification leaf spring contact component.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this defibrillator revealed high out of range right ventricular lead impedance measurements. A device replacement procedure was performed. This device was removed and replaced successfully. Upon removal, it was noted there was a weak end header bond. This device is included in the subpectoral implant 2009 product advisory. It was thought the issue was a symptom of the advisory. The right ventricular lead remains implanted and in service. No adverse patient symptoms were reported.